Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, while performing silicone oil extraction, a system advisory displayed and the console stopped working. Noise was also heard coming from the console. The surgeon was unable to remove the silicone oil from the eye. Additional information has been requested.

Manufacturer narrative:
Additional information: the system was examined and the reported event was replicated. The footswitch cable (which belongs to the system) was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 30, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming footswitch cable. (B)(4).

Manufacturer narrative:
.

Event description:
Additional information provided indicated that the event occurred towards the end of the procedure. The surgeon indicated a secondary procedure would not be performed.